Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) (home refill nurse) via a manufacturer representative regarding a patient who received lioresal baclofen (1000.0mcg/ml, 368.6mcg/day) in an implantable pump for intractable spasticity and stroke. The patient experienced a two volume discrepancies; (B)(6) 2016 (actual residual volume (arv) was 10.7ml, expected residual volume (erv) was 8.7ml) and (B)(6) 2016 (arv was13.5ml and erv was 10.4ml). Underinfusion was alleged; reservoir volume injected at last refill was 40ml. The cause of the volume discrepancies was unknown. The home infusion nurse also mentioned a volume discrepancy last month as well ((B)(6) 2016). The nurse from home infusion services "tests showed no change in symptoms." The patient reportedly felt stiff/tone was worse. The patient had not been seen by their managing physician in over a year((B)(6) 2015 per office notes). The home infusion nurse wanted to know if the patient should be seen. It was recommended to have the patient monitor their symptoms and monitor further volume discrepancies. It was unclear if the patient was actually having symptoms. The issue was to be discussed with their hcp. The patient was last seen on (B)(6) 2015 for a refill and reprogramming. The patient presented with low back pain (pain score of 8 with sleep, 6 with rest, and 10 with movement). The pain was described as tightness and worsened with activity and improved with medication. The erv was anticipated 3ml (arv was 5ml) and was reprogrammed to a volume of 40ml. Intermittent aspiration was used to ensure constant contact with the pump reservoir during the refill. The next estimated low refill alarm was (B)(6) 2015. The patient given a 2 month supply of pain medication (fentanyl patch 25mcg/hour and hydrocodone/acetaminophen 325mg every 6 hours as needed). The patient was going to inquire about other alternatives for therapy refills and pain management. Dosing changes: (B)(6) 2015: lioresal baclofen (1000mcg/ml, 335.1mcg/day)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.